Event description:
It was reported that when the patient came into the office, the device could not be interrogated. The patient indicated being able to use the patient activator four days before but would not work the previous day. Neither the patient activator nor the programmer could communicate with the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).